Manufacturer narrative:
Additional concomitant medical products: 5076-58 lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional atrial undersensing. It was noted that the atrial lead was already programmed to maximum sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.